Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that insulin pump had failed battery alarm and blank display. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery cap. Battery cap was replaced and the device was powered up. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range.